Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Patient identifier: cnv_2017_02: (B)(6). The product catalog and lot numbers were not reported, UDI unavailable. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Demographic information was entered into the crf) with an unknown medical history (no information was entered into the crf) experienced a subarachnoid hemorrhage on (B)(6)2022, which was assessed by the principal investigator as mild in severity, not serious, possibly related to the embotrap device and to the primary surgical procedure. The event was resolved on (B)(6) 2022 and the patient recovered. No treatment was administered. Of note, at the time of this note, the crf tabs regarding the procedure or the device (s) used per pass have no information entered.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Complaint conclusion: as reported via the excellent study, a patient (01282-006) of unknown age and sex (no demographic information was entered into the crf) with an unknown medical history (no information was entered into the crf) experienced a subarachnoid hemorrhage on (B)(6) 2022 , which was assessed by the principal investigator as mild in severity, not serious, possibly related to the embotrap device and to the primary surgical procedure. The event was resolved on (B)(6) 2022 and the patient recovered. No treatment was administered. Additional information was received indicating that the involved thrombectomy device was an embotrap iii 5 mm x 37 mm (et309537/22b067av). The detailed cause of the event is unknown, but per the principal investigator, is likely an effect of the underlying disease. One pass had been attempted to retrieve the clot when the event occurred. There was no alleged product malfunction with the study device. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Subarachnoid hemorrhage is a potential complication associated with the embotrap device and is listed in the instructions for use (IFU) as such. The device performed as intended, however, the principal investigator assessed, this event as possibly related to the embotrap device and to the primary surgical procedure. Therefore, this event does meet MDR reporting criteria as a ¿serious injury¿ the file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.